Manufacturer narrative:
Additional information was received indicating that at this time surgical intervention is not planned for the left lead; therefore, the potential for serious injury is not present and this is no longer reportable. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received indicating that at this time surgical intervention is not planned for the left lead; therefore, the potential for serious injury is not present and this is no longer reportable.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed migration of both leads. As a result, surgical intervention may be undertaken to address the issue.